Event description:
A (B)(6) male pt's spouse called zoll customer support to report that the pt's monitor made a loud popping sound and would not power on. The pt also alleged a jolt from one of the electrodes after the pop occurred. The pt was issued a replacement monitor and electrode belt. The root cause for the damaged belt node was the excess voltage from the monitor. No adverse event resulted from the broken capacitor leads on the monitor. The pt received a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation broken leads on high-voltage capacitor c19 and c21 were discovered on the defibrillator board. Engineering investigation revealed that the converter unevenly charged the capacitors because of the broken leads. When the capacitor leads reconnected to the solder pads, the capacitors equalized, which caused the alleged popping noise. The root cause for the broken leads on c19 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (jolt from belt node) was unable to be confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Engineering investigation revealed that the driven ground relay on the monitor saw excessive voltage during the failure which damaged the belt node. The damaged belt node prevented the belt from communicating with a monitor.